Event description:
The laser system had a failure that did not allow to use it properly.no adverse effects to patient were reported.

Manufacturer narrative:
The problem could not be traced to a component failure due to lack of information (missing information). We are unaware about operator injury.

Manufacturer narrative:
The problem may could be a transitory error. We are unaware about operator injury. We are waiting for more information by the distributors.

Event description:
The laser system had a failure that did not allow to use it properly. No adverse effects to patient were reported.